Event description:
It was reported to philips that the system was unable to perform cine. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to perform cine. Review of the system log file confirmed the malfunction as clm flow switch was opened. Upon troubleshooting fse found that cooling unit was inoperative due to a faulty cu310 control board. To resolve this issue, fse replaced the cu310 board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.